Event description:
Boston scientific received information that this device system detected a low shock impedance measurement less than 20 ohms. The patient was brought in for device testing, where all lead measurements were found to be within acceptable limits. The patient will continued to be monitored. To date, no date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--